Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation when the device was tested with a loaded set at a rate of 400ml/hour for 5 minutes. However, a review of the event history log identified two (2) occurrences of system error 345' messages. It was determined that the ultrasonic sensor required replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.